Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision, right hip, asr xl system, reason for revision unknown. Update received (B)(6) 2014. Lot number added to femoral head. Additional hospital added. Surgeon, revision reasons and stem added. Revision date amended. Reason(s) for revision: component loosening (stem and cup), pain component loosening confirmed (B)(6) 2014. Stem was loosened. (B)(6) 2014 - some patient demographics information received. Operative notes for the revision, patient age and sex added. Additional reasons for revision added. Reason(s) for revision: component loosening (stem and cup), pain, metallosis and synovial fluid update received (B)(6) 2014. Hcp has confirmed that the cup was loosened as well as the stem.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.